Manufacturer narrative:
This report is based solely on the information provided by the customer. Product was not returned, therefore, confirmation of customer's complaint and the root cause could not be determined. A review of the complaint database revealed 15 other events similar to the reported issue in the past two years. Product was not returned for 4 of the complaints. Of the products that were returned, 2 were found to have no power due to damage on the on/off switch, 1 was found to have a damaged j2(sensor receptacle) and 8 units were found to meet specification and pass all functional testing. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Ensure the nurse call cable is plugged into both the fall monitor and the wall port of the nurse call system or that the wireless adapter is paired properly before leaving the patient unattended. Verify that an alert is received at the nursing station. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file (B)(4).

Event description:
Customer reported 1 8645wl alarm not working properly. Patient fall. Posey alarm had been armed and tested, but it did not sound until the nurse was already in the room, and the patient had already been on the ground for about 30 seconds. The team confirmed that the patient had been entirely off the pad and it was not on hold. No patient injury. Sn: (B)(6).